Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the neurostimulator too close to the targeted nerve, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential causes. Additionally, severe force applied to the implant and not implanting the trial according to the IFU have been ruled out. However, the blisters are due to the tegaderm becoming lose which allowed moisture to get under the bandage. Additionally, the patient performed excessive twisting, bending, or stretching during their trial period which may have caused the neurostimulators to come out of the body. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the blisters is due to the tegaderm becoming lose which allowed moisture to get under the bandage. However, the cause of the neurostimulators coming out of the body is due to excessive twisting or stretching as the patient reportedly felt a pull in their back while pulling their recliner up (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported blisters under their bandage. Additionally, the patient reportedly felt a pull in their back while pulling their recliner up. Antibiotics were prescribed and the patient was provided instructions on how to care for the blisters. During their follow-up appointment, it was observed that the neurostimulators had come out of the body. The neurostimulators were pulled on (B)(6) 2024.